Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument would not activate energy. The customer replaced the fenestrated bipolar forceps instrument with a back-up instrument of the same kind and completed the procedure with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the fenestrated bipolar forceps instrument would not activate energy, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a failed electrical continuity test. There was no obvious damage to the conductor wire. The instrument has been evaluated by an isi failure analysis engineer (fae). The initial findings were confirmed. The failed electrical continuity test was also confirmed. The housing and flush tube were removed to inspect the conductor wire, and it was observed that the conductor wire was broken in the proximal end near the back-end pulleys. The complaint was confirmed by failure analysis, which indicates the device did contribute to the customer reported issue.